Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imagining evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ three radiographic jpeg images available for evaluation. ¿ no name, date, or demographics on the images. ¿ cannot manipulate the images in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ annotations on the images were completed at the imaging facility before submission to gore. ¿ jpeg #1 shows: o cannot confirm annotated measurements without dicom imaging. O there appears to be 2 devices implanted in the descending thoracic aorta (dta). O cannot confirm amount of device overlap with images provided for evaluation. ¿ jpeg image #2 shows: o possible contrast outside the implanted devices in the dta. O cannot confirm origin or type of endoleak with images provided. ¿ jpeg #3 shows: o poor-quality image. O cannot evaluate this image provided. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: endoleak

Event description:
The following information was reported to gore: on (B)(6) 2012, this patient underwent endovascular treatment of an thoracoabdominal aortic aneurysm using gore® tag® thoracic endoprosthesis(ctag). Reportedly, two ctag devices were placed. On (B)(6) 2025, a type iiib endoleak was observed on the computed tomography(CT) imaging. On (B)(6) 2025, a reintervention was performed, two additional stent graft was placed, the endoleak was resolved. The patient tolerated the procedure. It was reported that it seems like the edge side of the ctag that was implanted distally was sticking into the another ctag that was implanted proximally, that might have caused endoleak.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.